Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in january 2010 and performed to specification up to the 9th december 2012. The device failed a self-test due to a low battery on the 16th december 2012. An increase in voltage on the 18th december 2012 suggests a further pad-pak was installed and the device passed a self-test. Multiple manual power ups of 10 minutes duration were observed in the device memory between the 1st september 2015 and the last log entry on the 13th june 2016. The pad-pak became depleted during this time and a further pad-pak was installed. Investigation found the reported fault may be attributed to membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.